Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet system with a g7 sensor and infusion set, without pump alarms or confirmed infusion set leaks, and that the user attempted to correct highs by announcing meals; during a supply change the user attempted to fill tubing but could not visualize drops, and replacement infusion sets were arranged. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education, with the user reported in range at the time of follow-up and no medical intervention or hospitalization. Investigation included review of device performance history and user troubleshooting, including confirmation that meal announcements should not be used to correct highs and assessment of infusion set and tubing fill technique. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential infusion set or tubing fill issue suggested by the inability to visualize priming drops, while the pump reported no delivery stoppage or alarms. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.